Manufacturer narrative:
A medtronic representative went to the site to perform a system checkout. The generator control board was replaced. Concomitant medical products: product ID: kit svc o2 bi71000222 pcba genrtr cntl, serial/lot #: rev. 2 : s/n (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the ias (imaging acquisition system) was beeping on boot up and only the connection to the mvs (mobile viewing system) would initialize, all other options did not show a green check on the pendant. The site rebooted multiple times with no change. The imaging system was down. There was no patient involvement.

Manufacturer narrative:
H3, h6: the kit svc o2 bi71000222 pcba genrtr cntl (rev. 2 : (B)(6) ) was returned for analysis. Analysis found that the complaint was confirmed. The generator control board was installed into a known test system and the control board did not turn on when the system was booting. The battery was checked in the control board and the battery was under .3 v. The battery was changed with a known good battery and the generator board cycled on but the system was beeping and x-ray would not ready. The generator board was faulty. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.